Event description:
It was reported that 3 of the bd veo¿ insulin syringes with bd ultra-fine¿ needle rubber stoppers were damaged. The following information was provided by the initial reporter, translated from korean to english: the customer stated that there are three insulin syringes with the distorted rubber stoppers.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 17-apr-2023. H6: investigation summary: customer returned three 0.3ml 31ga 6mm syringes in a clear ziploc bag. It was reported by the customer that there are three insulin syringes with the distorted rubber stoppers. Three returned syringes visually inspected and observed distorted rubber stoppers that could lead to hard movement of plunger rod. A review of the device history record was completed for batch # 1242719 all inspections were performed per the applicable operations qc specifications. Embecta was able to confirm the customer indicated failure. Root cause analysis: there was one dispatch (dispatch# (B)(4)) in l2l noted that pertained to the damaged stopper complaint. The prep dial¿s gun did not fire silicone in the barrel causing the plunger & stopper to not exercise inside the barrel in the main dial leading to the stopper to get damaged.

Event description:
It was reported that 3 of the bd veo¿ insulin syringes with bd ultra-fine¿ needle rubber stoppers were damaged. The following information was provided by the initial reporter, translated from korean to english: the customer stated that there are three insulin syringes with the distorted rubber stoppers.